Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that the insulin pump stopped working. Customer's blood glucose level was over 500 mg/dl. Customer was hospitalized, vomiting and experienced nausea as a result of the high blood glucose levels.